Event description:
On (B)(6) 2025, it was reported that the user¿s ilet fell to the floor when a belt clip was too large for the device. The screen developed spider cracks in the middle and became unresponsive. Blood glucose was not affected, and the user reverted to manual injections until a replacement ilet could be delivered after the holiday. No injuries were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.